Event description:
It was reported that an ilet pump displayed persistent low battery and would not charge despite placement on a charging pad that indicated active charging, and the issue reproduced across multiple pads while the same pad successfully charged a phone, indicating a suspected device battery or charging system malfunction. Symptoms included no patient symptoms reported. Outcomes included a replacement ilet sent to the user. Investigation included customer service troubleshooting and review of device function based on user reports. Investigation of this case revealed that the pump appeared to recognize the charger but the battery level did not increase, consistent with battery depletion or internal power management failure. It was concluded that the device experienced a power failure related to the battery or internal charging circuitry. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.